Manufacturer narrative:
Patient code of ¿no code available¿ represents ¿surgical intervention." Investigation summary: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient ((B)(6), taking eliquis) underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. The physician thought he heard a steam pop. Then there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiography. Caller reported that the medical intervention provided was a pericardiocentesis and 1 l of fluid was removed. The patient was reported to be in stable condition, but was going to cardiac surgery for repair of perforation. The patient required extended hospitalization. The patient¿s condition had improved. In the opinion of the physician, the cause of this event was procedure and patient condition. The patient¿s condition had improved. The event was discovered during use of biosense webster products and after pulmonary vein isolation and cavotricuspid ishmus line ablation and some patient coughing/moving. Transseptal was performed using the cook transseptal needle 71 cm. The irrigation setting was 155ml/min. There was no error message on biosense webster equipment. Visitag surpoint module was used for force visualization. Visitag stability settings were settings were: respiratory gated 3 mm, fot25% time 3 grams, tag size 3mm; distance measurement tool, tag color by tag index.